Event description:
The reporter stated the surgeon used an aq2010v three piece silicone lens. Lens touched the eye. Lens tore. Incision was enlarged, no sutures needed. Further information was requested but none was been forthcoming. A supplemental medwatch will be submitted when additional information is available.

Manufacturer narrative:
(B)(4). Evaluation method - lens work order search. Results: a lens work order search was performed and no similar complaint was found within the same work order. Conclusions: based on the complaint history and work order search, a specific root cause of this event could not be determined. (B)(4).